Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During a remote follow-up, loss of capture, decreased sensing variation, over-sensing, and increased pacing impedance were observed on the right ventricular (rv) lead. The suspected cause of the event was due to lead damage, although diagnostic imaging was performed and did not reveal any abnormalities. No intervention has been performed. The patient is stable and will continue to be monitored.

Event description:
Additional information was received that the lead was capped and replaced to resolve the event. The patient was stable.